Event description:
On an unknown date in 2007, the patient was implanted with at least one gore tag thoracic endoprosthesis to treat an apparent thoracoabdominal aortic aneurysm. In 2007, a follow-up computed tomography (CT) scan revealed the aneurysm had enlarged; however, there was no evidence of an obvious endoleak. In 2009, a reintervention took place and two tapered cook zenith tx2 grafts were placed to reline the gore device(s). The patient is doing well. Films taken a week prior intervention, were sent to gore imaging services and an evaluation is being conducted. Further investigation is pending.

Manufacturer narrative:
Implant occurred in 2007, but exact date has not been determined. Device lot/serial numbers are not available to conduct a manufacturing records review. A manufacturing records review was not conducted. Further investigation is in process. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.